Event description:
It was found that the hand piece no longer meets the specs for impedance, phase margin and frequency. Device was used during an unknown procedure. Another hand piece completed case. No patient consequence.